Manufacturer narrative:
Testing was performed by alere scarborough on retained kit lots 090021 and 091079. The retention lot testing yielded expected results when testing internal whole blood qc samples. The manufacturing batch records for lots 090021 and 091079 were reviewed and did not reveal any failures of acceptance criteria. Both lots met the required release specifications. On (B)(6) 2018 alere scarborough tested the returned patient sample with the alere determine hiv 1/2 ag/ab combo test with retain kit lots 090021 and 091079. One test was performed with each lot and each gave a (B)(6) result for (B)(6). The customer's (B)(6) results were not replicated. Alere scarborough was unable to determine the exact root cause of the reported issue. Per the kit's package insert under the section limitations of the test: "specimens from individuals infected with (B)(6) and/or (B)(6) who are receiving antiretroviral (art) therapy may produce (B)(6) test results." "A (B)(6) result does not preclude the possibility of exposure to (B)(6) or infection with (B)(6)." A review of the complaints reported for (B)(6) results related to lot numbers 090021 and 091079 showed that the complaint rate is (B)(4)%, respectively. The evidence available suggests that both device lots are performing within labeled claims.

Event description:
The customer reported a (B)(6) result with the alere determine hiv 1/2 ag/ab combo using a serum sample from an (B)(6) year old male patient. The sample was tested twice with devices from two lots (090021 and 091079) with the same (B)(6) results. The confirmation testing was reported as follows: ·(B)(6) ½ antibody was (B)(6) ·(B)(6) rna qualitative was "detected." ·an (B)(6) antibody/antigen screen was "repeatedly (B)(6)." ·cobas ampliprep/taqman (B)(6) rt-pcr was 763,338 copies/ml.